Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the blade broke at the base and the ends. It was also reported that there were no adverse consequences as a result of this event. No further information was provided.